Manufacturer narrative:
Product was returned in non-decontaminated state which prevent from examination. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations were requested. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c: cage broke during surgery. A roi-c cage broke during implant. The surgeon took out the broken one and used another cage to complete the surgery, 10 minutes of delay. No delay of more than 30 min has been reported. No impact on the patient.

Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated as it was returned in non decontaminated state, the root cause of the event cannot be determined. The investigation found no evidence to indicate a device issue. Based on the available information , the root cause remain undetermined. If additional information was provided that allow to draw a conclusion , another report will be sent.

Event description:
Roi-c : cage broke during surgery. It is reported that the cage broke during implant, then the surgeon took out the broken one and use another cage to complete the surgery,10 minutes delay caused. No patient impact reported. Update on (B)(6) 2018 : the patient is in good condition, the cage broke during the insertion of anchoring plate. Update on (B)(6) 2018 : more information has been requested about the case and the reporter can't provide more details about the case. The anchoring plate didn't broke, only the cage. Another cage has been used (reference : mc1341p, lot : 58309c123). Patient bones are normal. The issue occurred for implantation of the first anchor and not the second. Sale order has been provided which allow to confirm the devices references.